Manufacturer narrative:
Info from section f was completed by the MFR.

Event description:
It was reported that when attmpting to stent an anastomosis of a lima to a lad or diagonal, resistance was met while attempting to access the lesion. The delivery system was then removed through the guiding catheter, not following the instructions for use. The stent was lost in the anatomy as the stent entered the guiding catheter. Therefore, a dilatation catheter was inserted through the stent and deployed in situ. A new stent was then placed into the ostium of the lima. The pt was reported to have done well.